Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the while reaming the acetabulum and the piece snapped in half during the case. Surgery was extended for 10 minutes to get the broken piece out. The hospital discarded the broken instrument.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.